Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead present during real time observation and testing. It was also observed in the stored atrial tachycardia (at)/atrial fibrillation (af) episode. It was also reported that the patient had a history of small p waves and evidence of p wave oversensing. It was further noted that there was t-wave oversensing (twos) on the right ventricular (rv) lead present on an episode. Loss of capture on the rv lead was also noted. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.